Event description:
Received information stating customer's pump ha unexpectedly shutdown on multiple occasions. The customer's blood glucose level was impacted.

Manufacturer narrative:
The device was returned for evaluation; however, device evaluation is not yet complete. A fellow up MDR will be filed.